Event description:
It was reported that the surgeon was drilling for implantation of 2.3 anchor and felt the drill tip break. The tip was below the level of the bone and could not be removed.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.

Manufacturer narrative:
Smith & nephew has received information that indicates this report and complaint is a duplicate of a previously reported MDR 1219602-2017-01424. Smith & nephew wishes to withdraw this MDR report.